Event description:
Small hematoma noted to site with removal of jelco protectiv 20 gauge x 1 inch IV catheter and pain and discomfort noted by patient. While experienced ed rn was placing protectiv catheter after successful insertion, noted with flash of blood and was advancing IV, patient screamed out in pain with retraction of needle. With removal of IV, rn noted that IV had shearing and that it appeared that the needle had punctured through the side upon retraction with advancing of IV and retraction of needle causing pain to the patient and shearing of the IV as well. (4 previous occurrences of patients in pain when utilizing IV catheters. Detail was not documented at the time, but this occurrence has made department question if same issue was happening). FDA safety report ID # (B)(4).